Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was not working, turning on and had black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not working, would not turn on, and displayed a blank screen. The field service engineer (fse) inspected the station and verified that the ac mains power was functioning properly. The issue was isolated to a failed half-height drawer controller 2.2. A replacement controller was installed, and the operation was tested in the application with no failures noted. The system functioned as intended after the field service engineer repaired the device.